Manufacturer narrative:
Faulty lift motor and broken screw nut on motor.

Event description:
It was reported by service report that the bed would not raise or lower. No pt involvement or adverse consequences are reported.